Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A complaint lot history check was performed on lot # 9352027 breaks off during use pe. This is the 1st. Related complaint for breaks off during use pe on lot # 9352027. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that needles break off inside of patient's skin while using bd ultra-fine¿ pen needle. Patient was able to remove needle on his own once and had to seek medical intervention on a different occasion. The following information was provided by the initial reporter: when taking injection, patient end breaks off in the site. Is able to remove some needles with a magnet and once went to the hospital to have a needle removed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-jun-2022. H.6. Investigation: customer returned (5) 8mm, 31g pen needles (4 sealed, 1 open without the tear drop label) from lot # 9352027. Customer states that the tips break off inside of the skin. All returned pen needles were examined and no defects were observed on the sealed samples. However, the open sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The inner shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related as the bending/re-straightening mode of failure is caused during use of the product by the customer.

Event description:
It was reported that needles break off inside of patient's skin while using bd ultra-fine¿ pen needle. Patient was able to remove needle on his own once and had to seek medical intervention on a different occasion. The following information was provided by the initial reporter: when taking injection, patient end breaks off in the site. Is able to remove some needles with a magnet and once went to the hospital to have a needle removed.